Manufacturer narrative:
Product analysis the device was received with the filter basket partially loaded within the tip of the green delivery catheter. Damage was observed to the distal floppy tip. Biologic material was observed in the clear section of the catheter. The filter basket was advanced out of the green delivery catheter, at which point damage and deformation of the filter basket were observed. The filter basket was retracted into the clear section of the catheter and then advanced back out, during which resistance was encountered medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the spider fx embolic protection device to treat a calcified lesion in the common carotid artery, the device functioned normally during the preparation phase. When the spider fx device was advanced into the patient and prepared for deployment, significant resistance was encountered and the device could not be deployed despite repeated attempts. The spider fx device was then removed from the patient for inspection, and the proximal portion of the filter was observed to have detached and separated from the guidewire at the rivet connection point. The spider fx device was replaced with a new embolic protection device and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.